Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, while using a 6.5mm tap for cancellous bone screws in the ulnar shaft preparing for fixation of an olecranon osteotomy the threaded portion of the 6.5mm tap broke off in the medullary canal of the ulna. The surgeon was unable to retrieve the fragment, it was left in the ulna. The osteotomy was fixed using a plate instead. There was no surgical delay. The procedure successfully completed. The patient outcome is unknown. This report is for a tap. This is report 1 of 1 for (B)(4).